Event description:
It was reported that the rv lead was capped due to an inappropriate shock caused by oversensing. Varying lead impedance between 600 and 1100 ohms was also observed. No further patient complications were reported as a result of this event.